Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting the batteries and louder during rewind. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, cracked reservoir tube window and cracked case at the reservoir tube window corner. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prim test, rewind test and excessive no delivery test. Device received with normal operating currents. No failed battery alarm noted. No rewind anomaly noted. No loud noise during rewind noted. No excessive no delivery alarm noted.